Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. Upon interrogation of the implantable cardioverter defibrillator, the device exhibited stored episodes of atrial tachycardia and atrial fibrillation due to far field r wave oversensing. The device was reprogrammed to address the oversensing anomaly. The patient was reported to be in stable condition.